Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due low blood glucose. Customer's blood glucose level at the time of the hospitalization was 70 mg/dl. Customer states they had been off the insulin pump due to insurance not covering supplies. Prior to the hospitalization customer had fluctuating blood glucose. Then treated with insulin and ate prior going to dialysis. Also customer mentioned having multiple error alarms. Troubleshooting was performed, but not completed. This was due to customer not having infusion set to complete the trouble shooting, but the self-test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.